Event description:
A customer reported their AED would not power on and the new battery would not stay latched in the AED. The customer did not report this occurring during patient use.

Manufacturer narrative:
Although requested, the AED has not been returned and the cause of the complaint is not known.

Manufacturer narrative:
Upon return, the device underwent bench testing, it was confirmed that the battery pack could not be securely latched into the battery well. The issue was caused by broken battery latch, which are intended to assist in securing the battery in place. Despite the damaged latch, the device is able to function when the battery is manually held in position. The device was removed from service.